Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Instrument metal tap broke off without being noticed during surgery and was left inside the patient. This was discovered on post op x-ray.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirms one of the two tabs is broken and the other tab shows signs of wear. All available x-rays were reviewed and confirmed a loose metallic object in the knee joint reported to be the broken piece of the instrument. The design of the mbt keel punch was reviewed ((B)(4)) and a design change was made by removing the two tabs on the keel punch to address the root cause that was attributed to the fatigue and failure of the two tabs at the interaction point with the hp mbt keel punch impactor ((B)(4)). The submitted device was manufactured prior to (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.